Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low sodium (na) and/or chloride (cl) results for several pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that she has been getting low recovery for electrolytes. A physician contacted the lab to report that electrolyte results, especially na results, were low and did not match the pt's clinical symptoms. No samples were repeated and no amended reports were issued. The customer provided pt info and initial test results for nineteen patient samples. This is report 4 of 19 medwatch reports filed for this event for pt 8 of 19 patients. A single medwatch report was filed in (B)(4) 2010.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system, cleaned the electrodes and replaced the carbon bridge. A clear root cause for this event has not been determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events. This MDR represents event 8 of 19 reported by this customer.